Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided showed calibration failures and qc imprecision. The investigation is ongoing.

Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 1 patient urine sample on a cobas 6000 core unit. The initial urine albumin result was 182.5 mg/l. The sample was repeated and the result was 2.9 mg/l accompanied by a flag indicating the value is below the linearity/measuring range of the assay. The sample was repeated again and the result was 6.1 mg/l.